Event description:
It was reported that this pacemaker system was found to have triggered a lead safety switch (lss) due to high out of range pacing impedances being exhibited on the non-boston scientific right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts was able to confirm the non-boston scientific ra lead high out of range pacing impedance measurements of greater than 3000 ohms were recorded. Ts noted that no noise signals were recorded on atrial tachy response (atr) events when the device was in unipolar, however myopotential oversensing was observed on some of the events. Ts speculated possible cause to be a spring contact issue and recommended further device and lead testing evaluation for confirmation. At this time, the pacemaker and the non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was found to have triggered a lead safety switch (lss) due to high out of range pacing impedances being exhibited on the non-boston scientific right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts was able to confirm the non-boston scientific ra lead high out of range pacing impedance measurements of greater than 3000 ohms were recorded. Ts noted that no noise signals were recorded on atrial tachy response (atr) events when the device was in unipolar, however myopotential oversensing was observed on some of the events. Ts speculated possible cause to be a spring contact issue and recommended further device and lead testing evaluation for confirmation. At this time, the pacemaker and the non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.